Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with unspecified antibiotics (route, dose and frequency not reported) and treatment was still ongoing. On an unknown date, patient experienced a colon rupture. As a result, the cause of the peritonitis was determined to be the colon rupture, which lead to intestinal contents entering the abdominal cavity. On an unreported date, pd therapy was discontinued and the pd catheter was removed. The patient was switched to hemodialysis. The patient had not recovered from this event at the time of the report and was still hospitalized and in the intensive care unit. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The exact date of the event was not reported; however, it was reported to have happened in (B)(6) 2013. A review of all batch record documents was conducted for potentially associated lot number h13f17048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental report will be submitted.